Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had been having problems with her interstim. Every 3 or 4 days she had been using programmer to make changes but for about a week and a half now the patient had had 3-4 episodes of diarrhea a day. The patient thought the interstim was implanted to help control the "amount of bowel" that she has. The patient was on program 3 with stim set at 4.0, but she wasn't feeling any stimulation and wanted to increase it to 5.0, but it would not increase. All issues mentioned in call had been going on for 10 days. Patient services had the patient synch with implantable neurostimulator (ins). The patient initially could not synch with antenna or without antenna, but patient services believed it was due to user error because patient services had the patient try again with antenna and the patient was able to synch with ins. The patient verified that she was on program 3 with stim set at 4.0 . The patient mentioned that programmer battery level was down just a bit. There was no lightning bolt apparent in ins icon. Patient services reviewed ins had been turned off. Patient services walked the patient through turning ins back on and the patient stated she was feeling stimulation now. The patient thought she was doing these exact same steps, but she couldn't feel stim. Patient services reviewed most likely the patient was not feeling stim because the patient's ins had been shut off. It was later reported on(B)(6) 2015 that the patient was feeling stim yesterday and overnight the night. She work up this morning and had been feeling a pinch and not having the urination sensation. The patient was afraid she will have an accident today on the street while running errands. The patient was on program 3 at 4.3 . The patient turned up the stim to 4.6 and was now feeling stim and will see if it will help with symptoms. It was later reported on (B)(6) 2015 that the patient was very h ard to understand. She was very muffled and spoke very quickly. The patient was confused on how to use the patient programmer. The patient thinks she has to leave the patient programmer on her body for the ins to work. The patient notices it only works when the patient programmer over the ins. The patient used the patient programmer on friday and by saturday if she doesn't put the patient programmer on the ins she will get diarrhea 3/4 times. The patient was not making changes, just resting it on the ins. 1 normal bowel movement and then she will go 2,3,4 times and are diarrhea after the 4th movement she doesn't go anymore. The patient will go one time a day only if she puts the patient programmer over the ins. Patient services reviewed she doesn't need to put patient programmer on ins if she is not making changes. The patient was on program 4 at 4v. The patient asked to speak with juan and she will not be able to see him until (B)(6) 2015 she can't wait that long. The patient stated her battery symbol was showing on the patient programmer 1/4. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pnms, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0pnms, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).